Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient during surgery that there was a time lag when moving from the canal to the bed cut during irradiation in a surgery. The side cut was not visible. The flaps could not be created. The surgery was canceled. The involved eye and the patient identifier are not available. The surgery was cancelled due to failure to create a flap. Additional info received stated, no patient harm. Surgery was rescheduled.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. The user used is verified to be "service". During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. No image of the ablation check is available in the logfiles, but the result was verified by the user. The logfile shows two performed treatments. There was no malfunction from the device , since service mode does not perform side cuts, therefore device acted as intended. User also needs to make sure the correct user is logged in, and they do not perform treatments in service mode. Root cause could be concluded as service error. Fse (field service engineer) should have logged out of service mode before handing over console to user. The manufacturer internal reference number is: (B)(4).